Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized multiple times; details and nature of hospitalization were not provided. Customer believes hospitalizations were possibly due to high blood glucose levels (value not provided) and gastroparesis; however customer was unable to provide additional information regarding the reported issue.